Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up, the subject flex video scope device had a communication error occur, color bar displayed and then sandstorm occurred. There was reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.